Event description:
A medtronic representative reported that the site's fusion navigation system was slow and unresponsive while loading patient exams as well as in the succeeding software tasks. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction.a medtronic representative informed the system user to remove a huge amount of data (patient exams) from the system in order to resolve the issue. No parts or files are expected to be returned for manufacturer to evaluate.